Event description:
The company was informed that the patient underwent surgery to reposition the internal device on (B)(6), 2011. Advanced bionics is in the process of gathering more information. When more information becomes available, a supplemental report will be sent.